Event description:
Patient called lfs alleging that their one touch basic enhanced meter was reading inaccurately low. Medical affairs specialist called patient in october 2003 to obtain additional information. Patient reported obtaining low results for approximately 36 hours prior to visiting the hospital in october 2003. Patient obtained a "24 mg/dl" and "32 mg/dl", while feeling crummy, wobbly, and having a dry mouth senseation. Patient finally decided to take a taxi to the ER, where a blood glucose reading of "606 mg/dl" was obtained. Patient was admitted for 1 week and treated with an insulin drip. Patient mentioned that there were other health related issues involved, however, patient was mainly admitted for high blood glucose levels. Patient had stopped taking insulin due to the extremely low blood glucose readings. Patient did not have a back up meter to use during the time of concern. The customer service representative walked patient through a successful check strip test, however, the two control solution tests failed. Patient confirmed that their test strips were not expired, stored improperly or opened longer than the discard date. Patient's supplies were replaced. Patient did suffer an adverse event as a result of the low readings. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.